Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 43x94 mm fusiform abdominal aortic aneurysm. The proximal neck diameter was 18mm with a length of 13 mm and 90 degree angulation. The diameter of the right common iliac artery was 44mm and the left common iliac artery was 10 mm. The bifurcated stent graft was implanted just below the left renal artery and the contralateral limb was inserted from the right side. It was reported that the distal tip of the delivery system caught on the aortic neck angulation and there was difficulty removing the delivery system. The physician moved the delivery system upwards and downwards while it was torqued and this was successful in removal of the device. It was also noted that after implant of the contralateral limb final dsa confirmed that two thirds of left renal artery was occluded. Angiography of the renal artery was attempted with a catheter for treatment but was not successful. The physician stated that dsa image showed that renal artery was not occluded when the bifurcated stent graft was implanted. The proximal end of the bifurcated stent graft moved upwards because the delivery system of contralateral limb was stuck during delivery. It was confirmed there was blood flow into the renal artery. As the procedure was prolonged further treatment was avoided at this time and the decision was made to monitor the patient.

Manufacturer narrative:
(B)(4). Evaluation code, conclusion: off-label, unapproved or contraindicated use (proximal neck is less than 19 mm in diameter and greater than 60 degrees)